Manufacturer narrative:
Device evaluation: returned device was received with the right plunger cracked. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate the reported condition. Problem source is unknown. The device history record was reviewed and no causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 clutch was popping out/ travel reverse and motor clutch error, during preventive maintenance. No patient involvement.